Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized with hyperglycemia. He stated he had been sick for a couple of days and then went to the emergency room. Blood glucose value at the time of the admission was over 600 mg/dl. The customer treated with insulin. The customer stated the insulin pump alarmed no delivery. Troubleshooting was performed and found that the cannula on the infusion set was bent. It was advised to change the entire set. The device will not be returned for analysis.